Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient had a composix kugel mesh implanted to repair a hernia defect. (B)(6) 2012 - the patient underwent surgery to fix an abdominal wall abscess. (B)(6) 2013 - the patient underwent surgery to fix a chronic cutaneous fistula with removal of composite mesh. (B)(6) 2016 - the patient underwent surgery to remove alleged infected mesh and lysis of abdominal adhesions. (B)(6) 2016 - the patient underwent surgery to close the incision from the previous surgery on (B)(6) 2016. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a large ventral hernia was found. Placed a composix kugel mesh fixed to the posterior aspect of the anterior abdominal wall with tacker and the anterior mesh portion tacked with a ptfe portion facing intraabdominally.¿ (B)(6) 2012 - patient was diagnosed with abdominal pain thereby underwent irrigation and debridement of abdominal wall abscess down into the rectus muscle. (Note: there is no mention/visualization of mesh in operative notes) (B)(6) 2013 - patient was diagnosed with infected chronic cutaneous fistula thereby underwent excision of cutaneous fistula with partial removal of non-incorporated composix kugel mesh. Per operative notes, ¿two cutaneous fistulas just above the umbilicus was taken down. Fistula was directly communicating with abdominal abscess involving the composix kugel mesh. Then, slowly excised the non-incorporated portions of the mesh and tackers. There was only some incorporated mesh on upper portion. Bowel content was not encountered.¿ (B)(6) 2016 - patient was diagnosed with infected abdominal mesh thereby underwent lysis of adhesions and removal of mesh. Per operative notes, ¿in the center of the wound, there was a draining sinus tract. At the base of the tract at the fascial level, the prior abdominal mesh was found folded on itself. The mesh was circumferentially dissected free from its position underneath the fascia and excised. Additionally, foreign body found in the sinus tract and folded up mesh that appeared to be a tooth, both the mesh and foreign body were removed.¿ (B)(6) 2016 - patient had chronic poorly healing midline wound thereby underwent wound exploration. Attorney alleges that the patient had abscess, adhesions, infection, fistula, pain and emotional injuries. It was also alleged that the patient had excision of mesh and skin closure.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced fistula, infection, adhesions and abscess formation. At this time it is unclear if the fistula and adhesions were directly related to the previously implanted composix kugel mesh as these issues presented approximately six years post implant. Adhesions and fistula formation are both known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, it is unknown at this time if the mesh removed in the 2013 and 2016 procedure was the same mesh or if different mesh devices may have been involved. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 7 years post implant of composix kugel mesh, patient had abscess, adhesions, infection, fistula, pain thereby underwent removal of mesh. Per operative notes, ¿mesh was found folded on itself and quite irregular.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: b.3 (date of event), h.4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced fistula, infection, adhesions and abscess formation. At this time it is unclear if the fistula and adhesions were directly related to the previously implanted composix kugel mesh as these issues presented approximately six years post implant. Adhesions and fistula formation are both known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. In regards to the allegation of infection, the warning section of the instructions-for-use states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, it is unknown at this time if the mesh removed in the 2013 and 2016 procedure was the same mesh or if different mesh devices may have been involved if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006: the patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2012: the patient underwent surgery to fix an abdominal wall abscess. On (B)(6) 2013: the patient underwent surgery to fix a chronic cutaneous fistula with removal of composite mesh. On (B)(6) 2016: the patient underwent surgery to remove alleged infected mesh and lysis of abdominal adhesions. On (B)(6) 2016: the patient underwent surgery to close the incision from the previous surgery on (B)(6) 2016. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.